Event description:
Complainant alleged that while the clinicians were using internal handles to defibrillate a pt (age and gender unknown), the defibrillator intermittently displayed a "poor pad contact" error message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.